Event description:
On 09 june 2025,senseonics was made aware of an incident where user reported pain and bleeding at the insertion site.the user's hcp was aware of the event and prescribed with optalgin (metamozole) for pain relief.per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported pain and bleeding at the insertion site.the user's hcp was aware of the event and prescribed with optalgin (metamozole) for pain relief.per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
User reported pain and bleeding at the insertion site, first noticed on (B)(6) 2025. The issue is not related to tegaderm or steri-strips. According to the user, the changes were getting better. User's hcp is aware of the event, and the hcp prescribed optalgin (metamozole) for pain relief. Per dms, the user is currently using the system with up-to-date information. B4.date of this report 23 july 2025. G3.date received by the manufacturer? 23 july 2025. H6. Health effect - clinical code updated to 4561. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221.